Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6), 2023. The most recent information was received on (B)(6), 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure inserted (lot no. 675115) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2010, the patient had essure inserted. On (B)(6), 2011, 370 days after essure insertion, she experienced depression ("depression"), anxiety ("anxiety crisis (anxiety attack) summer"), burnout syndrome ("burnout") and insomnia ("insomnia") and was found to have weight decreased ("weight loss from 54 to 44 kg"). An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important), abortion spontaneous ("spontaneous abortion"), mental disorder ("deteriorating mental health still persisting toda") and arrhythmia ("cardiac arrhythmias"). At the time of the report, the insomnia and mental disorder had not resolved. The outcomes for pregnancy with contraceptive device, depression, anxiety, weight decreased, burnout syndrome and arrhythmia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to abortion spontaneous, depression, anxiety, weight decreased, burnout syndrome, insomnia, pregnancy with contraceptive device, mental disorder or arrhythmia. The reporter commented: the gynecologist, , who inserted the device in me and whom I still see, has never warned me of the toxicity of the essure inserts to date, a device whose merits he had praised, without suggesting a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 46 kg. Lot number: 675115 manufacture date:(B)(6), 2009 expiration date: (B)(6), 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure inserted (lot no. 675115) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 370 days after essure insertion, she experienced depression ("depression"), anxiety ("anxiety crisis (anxiety attack) summer"), burnout syndrome ("burnout") and insomnia ("insomnia") and was found to have weight decreased ("weight loss from 54 to 44 kg"). An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important), abortion spontaneous ("spontaneous abortion"), mental disorder ("deteriorating mental health still persisting toda") and arrhythmia ("cardiac arrhythmias"). At the time of the report, the insomnia and mental disorder had not resolved. The outcomes for pregnancy with contraceptive device, depression, anxiety, weight decreased, burnout syndrome and arrhythmia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to abortion spontaneous, depression, anxiety, weight decreased, burnout syndrome, insomnia, pregnancy with contraceptive device, mental disorder or arrhythmia. The reporter commented: the gynecologist, , who inserted the device in me and whom I still see, has never warned me of the toxicity of the essure inserts to date, a device whose merits he had praised, without suggesting a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 46 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.